Event description:
A surgeon reported that during intraocular lens (iol) implantation, the posterior capsular bag ruptured. An anterior vitrectomy was performed. The association between the iol and this event is not known. Additional information has been requested.